Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that there was low aspiration during a procedure.additional information has been requested, but none has been received to date.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported possible post op inflammation and low aspiration during phaco, while using the system. Additional information was requested but was not received. The most common causes of inflammation are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of the inflammation. These findings continue to validate the need to follow the recommendations detailed in the dfus. Intraoperative risk factors may be associated with an increased incidence of postoperative inflammation. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. There is no evidence that the design or manufacturing of the system caused or contributed to the reported event. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The fluidics module was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 31, 2014. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event (s) cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received indicating the poor aspiration occurred during phacoemulsification. The surgeon was able to complete the procedure with difficulty. The patient experienced some inflammation due to increased ultrasound, which has slowed recovery.